Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 500 mg/dl. Customer was treated with manual injection for high blood glucose event. Auto mode feature was active at time of event. Customer also reported infusion set cannula was bent. No further patient complications were reported. The insulin pump will not be returned for analysis.